Event description:
On (B)(6) 2022, a patient contact reported to fresenius this 68-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was diagnosed with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with serratia fonticola in the culture and an elevated wbc count (exact count unknown). The patient was diagnosed with peritonitis due to a recent abdominal surgical procedure with hospital stay. It was explained the patient¿s abdominal surgery was unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient was not hospitalized for this event and prescribed intraperitoneal cefepime for three weeks (dosage and frequency unknown). The patient is recovering from this event while remaining asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis can be attributed to a complication of intra-abdominal surgery as reported by a medical professional. Though a less common source of transmission, it is known that peritonitis may result from intra-abdominal surgery as seen in this case. This is further evidenced by the presence of a nosocomial pathogen following a surgical procedure with hospital stay. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2022, a patient contact reported to fresenius this 68-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was diagnosed with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with serratia fonticola in the culture and an elevated wbc count (exact count unknown). The patient was diagnosed with peritonitis due to a recent abdominal surgical procedure with hospital stay. It was explained the patient¿s abdominal surgery was unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient was not hospitalized for this event and prescribed intraperitoneal cefepime for three weeks (dosage and frequency unknown). The patient is recovering from this event while remaining asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.